Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The physician was attempting to pre-dilate a lesion located in the first diagonal artery with a 2.25x15mm apex balloon catheter. The balloon was inflated twice to 6atms and 8atms, respectively, for approximately 20 seconds without complications. The balloon ruptured on the third inflation at 10atms for approximately 20 seconds. The device was removed intact and pre-dilation was completed with another balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).